Manufacturer narrative:
It was reported that the disposable device was discarded by the user and is not available to be returned to the manufacturer for evaluation. An investigation into the root cause of this incident is currently in progress. The results of the device evaluation will be sent via a follow up medwatch. A review of the lot history records was performed for any deviations. The review confirms that the lots met all material, assembly, and performance specifications. (B)(4).

Event description:
As reported (B)(6) 2015, a (B)(6) male patient presented for a photopheresis procedure. The treating physician accessed the vortex high flow subcutaneous port using a straight 16 gauge, non coring, 1" high flow angiodynamics' needle. The design of the needle requires a momentary exposure of the open hub to air when accessing the port until it is covered by a finger. During this process, the patient experienced an air embolism. The patient was transported to the emergency department and admitted to the medical intensive care unit for observation. The patient recovered quickly and was discharged the following morning. There was no report of permanent harm or injury to the patient due to this event. It was reported the disposable device is not available for return to the manufacturer as it was disposed of by the user. User medwatch reference # 2100090000-2015-8007.